Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the alleging the insulin pump under delivery. The customer¿s blood glucose level was 136 mg/dl. Customer stated that previous instance when he reached 160mg/dl he had a number of near death experience. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis.